Event description:
It was reported that the patient received hv therapy for svt when the rate climbed into the vt zone. Atp was not effective in breaking the rhythm before hv therapy was delivered. It is suspected that the patient was not compliant with their medication. Reprogramming recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.